Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and medical records were provided for review. However, medical records were provided and reviewed. Approximately five months post filter placement, a venacavagram identified the filter in a posterolateral position with no clot below it. A retrieval device attempted to grasp the top of the filter, however, because of the posterolateral position, this was not possible. Therefore, based on the provided medical records, the investigation is confirmed for a tilted filter and retrieval difficulties resulting in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: - movement or migration of the filter is a known complication. Recovery filter removal - do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Potential complications: possible complications include but are not limited to the following: -movement or migration of the filter is a known. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before orthopedic procedure and in conjunction with a trauma/motor vehicle accident. Some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.